Event description:
Baxter reported 16 incidents of the cassette of the homechoice set splitting when it is loaded into the homechoice machine. Reportedly, the split occurred between each large fill chamber of the cassette. However, on 2 occassions the split occurred in the right hand corner of the cassette. Normal force was used to load the cassette. For 2 of the incidents, the split was not noted until during therapy when an alarm was received. The remaining incidents of split cassette were noted integrity testing. In all cases, after noting the split, the procedure was aborted, and therapy was performed by setting up with all new supplies. The splits occurred during initial use of the homechoice sets. The homechoice sets were stored in an "out-building." No patient injury or medical intervention was associated with this issue.